Event description:
Possible band erosion based on late presentation of a port infection, with port partially extruding through patient abdominal skin. Device implanted in 2008 (exact date not available).